Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: in (B)(6) 2013, an osteoporotic patient was implanted with matrix perforated system. Patient returned to surgeon, date unknown, complaining about something bothering her in her back. CT scan showed one screw head popped off the construct. Patient was returned to o.r. On (B)(6) 2012 with surgeon removing the polyaxial head and locking cap and replacing the hardware. Patient is fine and in stable condition. Surgeon noted: he suspected that the head was not placed accurately to start with. This is 2 of 2 reports for complaint 32681.

Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis. (B)(6). Implanted in (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.